Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 2.7 mmol/l when they started to feel dizzy. They measured their bg and the meter was displaying 3.8 mmol/l. The patient stated based on the bg meter reading, they ate skittles and it brought their glucose level back to normal range. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause could not be determined.